Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. The aus was explanted, replaced and the cuff was downsized. There were no additional patient complications reported.